Event description:
The customer reported that the insulin pump is not delivering the insulin consistently, and it happened several times. The caller stated his glucose level has been in the 300 and 400mg/dl range. The customer stated that he removed the insulin pump and changed the infusion set and reservoir. The caller stated that the device will deliver the insulin fine for a while, but it happens again. The customer will call once she gets home and has the tubing clamp available to complete testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.